Manufacturer narrative:
The manufacturer previously reported a patient passed away while on a trilogy evo device. Additional information provided states the device was place in stand-by mode by the facility nurse. The device was not taken out of stand-by mode for approximately and hour and a half. When the staff entered the room, the patient was not breathing. Resuscitation was started but was unsuccessful. The device was returned to the manufacturer for evaluation. The device's downloaded event log was reviewed, and no reportable alarms were observed. The device was tested, and no malfunction of the device was found. The device was cleaned and tested and passed all final testing.

Event description:
The manufacturer received information alleging a patient passed away while on a trilogy evo device. Additional information provided states the device was place in stand-by mode by the facility nurse. The device was not taken out of stand-by mode for approximately and hour and a half. When the staff entered the room, the patient was not breathing. Resuscitation was started, but was unsuccessful. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm any device malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.